Manufacturer narrative:
H3, h6: the real intelligence robotic drill rob10013, sn (B)(6), used during surgery was returned for evaluation the external condition shows minimal signs of wear. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario was confirmed. A kpc test was performed where the burr did not spin. The dc-motor was heard running. All test passed when pressing the foot pedal during the kpc test. The drill was disassembled for further investigation. The exposure motor was tested and passed. The motors were removed, and it was noticed that the extension shaft had broken off. Half of the shaft sat on the motor with the locking intact. The other half was inside the carriage. The drill was inspected further. No defects where found. The extension shaft was replaced and a kpc test was performed. A test case was performed which could be completed without any failures occurring. The most likely cause for the reported scenario is a broken extension shaft. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a real intelligence cori assisted unknown type of surgery, the bur was not spinning after assembling one (1) real intelligence robotic drill. The procedure was completed after a non-significant delay with a change in surgical technique by using manual instrumentation. No injuries were reported as a result.